Manufacturer narrative:
N/a.

Event description:
The following has been reported: the buzzer volume is too low and doesn't pass the pm test that checks the buzzer. It buzzes but probably not loud enough for the microphone to catch. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed, no error or issue linked to the reported event was found. The device was not received because it was repair locally. To solve the issue the flexible ic flex blinder assembly have been replaced. The defective part was received in brézins for investigation. According to our analysis, during external visual check it was noticed one metallic particle on the speaker membrane. The reported event could not be reproduced during testing, no alarms or error messages were triggered, and all tests were compliant with device specifications. The fault is probably due to another component of the device. For this complaint, with the results of analysis no defect could be noted on the part following several checking/tests. No root cause could be identified, and this complaint is remain not confirmed. To our knowledge this complaint is not being related to patient safety, this complaint is considered as: not confirmed. The trend is: normal.